Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: staple malformation happened twice in a row (operator switched to second product and staple malformation happened again). The operator used third stapler to finish the surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).